Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a weekly shock impedance measurement within normal range of 195 ohms. Technical services indicated this is a normal value for a weekly test. The clinic will continue to monitor the patient. This s-ICD remains in service and no adverse patient effects were reported. The product was not returned for analysis. Therefore, product analysis could not be performed. The "no problem detected" conclusion code was selected because the reason for the alleged observation(s) could not be determined. Additional information was received that this s-ICD was explanted due to product performance experience. A defibrillation threshold (dft) test was performed during the procedure however the impedance measurement was not available. Ts discussed re tunneling the electrode if the coil was not on the fascia in which the field representative noted there is a possible pocket revision in the future, after fluoroscopy imaging is obtained. A new s-ICD was successfully implanted and remains in service. No additional adverse patient effects were reported.